Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, red particles material was found on the gel and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken smooth and wear abrasion. Based on the device analysis the final assessment is: a smooth edge broken in the side posterior assessed as smooth opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture. Healthcare professional confirms rupture. Device remains implanted.